Manufacturer narrative:
The reported leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, there was backbleeding through the sheaths valve. The sheath was exchanged and the procedure was completed with no patient consequences.